Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to increasingly low impedances. When the physician was trying to gain access to replace this lead, it was noted that the 1st rib was extremely tight so a new lead was not implanted. The physician also thinks there may have been insulation damage to this lead because of that. There were no adverse patient events reported. Should additional information be received, this file will be updated.